Event description:
Ra (right atrium) impedance measured 0 ohms. Noted all other trends appear normal, steady, and stable, aside from undersensing on presenting egm (electrogram). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).